Event description:
AED was determined to be part of a field corrective action population related to button functionality. Upon return to the company for other reasons, it failed button tests. (B) (4).

Manufacturer narrative:
Results: visual inspection noted contamination on the pcb. Conclusion: this report is being filed due to the AED being part of a field corrective action population regarding button actuation.